Manufacturer narrative:
The hospital biomed inspected the equipment and noted that the exhalation valve diaphragm was stuck to the seat. Gehc recommended replacement of the diaphragm. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the ventilator failed the preoperative checkout. There was no report of patient involvement.